Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratches on display window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated the device was not recently bumped or dropped. Blood glucose value was 8.5 mmol/l. Customer advised the insulin pump would be replaced and agreed to return the product for analysis.